Manufacturer narrative:
This follow-up report is being filed to correct information.

Event description:
It was reported that patient underwent a left total elbow procedure on (B)(6) 2004. Subsequently, the patient underwent a revision procedure on (B)(6) 2013 due to ulna loosening caused by patient anatomy. The ulna component and augments were removed and replaced. Patient underwent a further revision procedure on (B)(6) 2015 due to bone fracture under the stem. The ulna component and augments were removed and replaced.

Event description:
It was reported patient underwent a left total elbow arthroplasty on (B)(6) 2014. Subsequently, a revision procedure occurred on (B)(6) 2013 due to unknown reasons. The ulna component was removed and a custom component was implanted. Subsequently, another revision has been indicated due to a periprosthetic fracture under the stem; however, no revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "while rare, fatigue fracture of the implant can occur as a result of strenuous activity, malalignment, or trauma." This report is number 2 of 2 mdrs filed for the same event (reference 0001825034-2015-00917 / 00918).